Event description:
A disposable cutting guide instrument broke following impaction during the procedure. The surgery was completed successfully.

Manufacturer narrative:
A disposable cutting guide instrument broke following impaction during the procedure. The surgery was completed successfully. Review of the device history record indicates that the device was manufactured to specification. Returned device evaluation: a portion of the broken instrument was returned for evaluation. Evaluation indicates that the instrument broken at the corner on the lateral cutting surface. The small corner piece was returned but the larger remaining portion of the instrument was not. Further evaluation cannot be completed.